Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to inappropriate shocks. During the replacement procedure, the physician noted a cut in the lead it appears to be from the original implant surgery. A new rate sensing lead was implanted.